Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 470 mg/dl last night. The patient treated via manual insulin injection. The customer noticed that he finds air bubbles in his tubing and that the insulin pump stops delivering at times. The customer noted that there would be multiple large air bubbles in the tubing. He confirmed that the insulin was not stored at room temperature. The customer was advised to allow the insulin to reach room temperature before use, and to change their infusion set. No products were returned and two replacement reservoirs and infusion sets were shipped to the customer.